Event description:
It was reported that there was oversensing noted on the atrial lead in the bipolar configuration. The lead oversensing was able to be reproduced with isometrics. The atrial lead was re-programmed to the unipolar configuration and the oversensing was not noted. It was also reported 2 episodes on the ventricular lead in bipolar configuration. The atrial and ventricular lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.